Manufacturer narrative:
In this case, it was reported that a file separated during a procedure; the crown of the tooth was also reported to have separated from the root approximately one month later. The root will likely be extracted and an implant placed. As such, the device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a file separated in the canal during a procedure; the crown of the tooth was also reported to have separated from the root approximately one month later. The root will likely be extracted and implant placed.